Event description:
Information was received indicating that during use of this smiths medical cadd cassette reservoirs, leaking was noticed. The patient reported that the internal bladder of the cadd 100ml cassettes appear to have been leaking between the external bladder wall and the internal wall of the plastic cartridge, which results in the medication moving from the internal bladder to the external cassette. No patient injury reported.